Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn't start, and the pc remained stand still during the start-up. Review of the system log file showed malfunction in the geo pc. The fse performed functional testing and found that the power supply was not available on the r cabinet and the mpdu f2 and f12 fuses got tripped. The actual cause of the issue was identified with the geo pc and fuses. Upon troubleshooting, the fse confirmed the power supply of the geo pc to be defective. The failure analysis of the geo pc confirmed the cause of the failure with the defective psu (power supply unit) and the mode of the failure being non-functional/dead unit. So, the fse replaced the geo ipc, the fru spare fuse box in m-cabinet, reloaded the software and restored the backup which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not starting. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite, replaced the geometry ipc and restored the host pc from back up, and returned the system to use in good working order.